Event description:
It was reported that the patient was in urgent care with a heart rate of 37 and fainted. The patient was then transferred to the emergency room to get an implantable pulse generator (ipg) check. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.